Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose level was "high" on the cgm graph, with moderate ketones. Elevated bg was address by correction injection via manual injection. Customer changed pump supplies to address the issue.